Event description:
The surgeon inserted the cc4204a +22.0 diopter collamer single piece lens and the lens tore upon insertion. The lens was cut out of the eye without enlarging the incision, sutures or patient injury. Another same model lens was implanted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation: method: lens work order search. Results: the lens was returned in liquid and cut into three pieces. Pieces of a haptic was torn off and missing and there was a clear surgical residue on the lens. A parent/child lens work order search was performed and there were no similar complaints found. Conclusion: (unable to confirm): based on the complaint history, work order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. Claim # (B)(4).